Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an error message occurred "battery may not be able to supply full backup". The device was not changed out, as the perfusion system still functioned for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), no parts will be returned to the manufacturer. The fsr will be sending in the data logs.